Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had a cracked case near lcd window corner, cracked lcd window, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed for a button error. The blood glucose reading was 15.4 mmol/l. Nothing further was reported.